Manufacturer narrative:
Block h6 imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) that was performed on (B)(6) 2023. About 10 minutes into the case, the lens became blurry and the doctor could not get the blurriness off the lens. The physician proceeded to take out the scope to wipe the lens, but the issue persisted. The procedure was successfully completed without any patient complications using another exalt model d scope.

Manufacturer narrative:
Block h6 imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h11: block h6 (evaluation conclusion code) was corrected based on updated product investigation performed on december 11, 2023.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) that was performed on (B)(6) 2023. About 10 minutes into the case, the lens became blurry and the doctor could not get the blurriness off the lens. The physician proceeded to take out the scope to wipe the lens, but the issue persisted. The procedure was successfully completed without any patient complications using another exalt model d scope.